Manufacturer narrative:
A ge service representative performed an onsite investigation. The hard disk drive and system software were both identified as requiring replacement. The system is end of life (eol) and the required components are unavailable for replacement. No conclusion can be drawn at this time as further repair info is unavailable.

Event description:
The customer reported that the system failed to boot to a usable state and exhibited a non-recoverable loss of functionality. No pt serious injury or death was reported related to this event.